Event description:
Company representative reports lancet protrudes from end cap (unk if before or after firing). No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.